Event description:
It was reported that a patient that was a bridge to left ventricular assist device has a pump exchanged due to persistent positioning alarms. It was reported that during support on the second impella 5.5 that there was an impella stopped alarm. The automated impella controller (aic) was exchanged without success. The cannula remained across the aortic valve. However, repeated attempts to restart were unsuccessful. The patient remained stable hemodynamically and mentating at baseline throughout the pump stop period. The patient was taken to the operating room for impella 5.5 explant. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of pump stop has been completed. The impella device was not returned for evaluation. The data logs show that the motor current and pump flow were very stable throughout the case. On the 18th, there is suddenly a large spike in motor current to 30000 and an impella 119 stopped alarm. The pump is plugged into another console and attempted to be restarted but the motor current would spike to 30000 and issue a 115 alarm. Based on the clinical details and data log analysis, the root cause of the pump stop is most likely due to open electrical lines from excessive force.